Event description:
During the evaluation of a colleague infusion pump, an intermittent "stop" key was discovered on the pump head module keypad. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: during the evaluation of a colleague infusion pump, an inoperative stop button was discovered on the pump head module (phm) keypad. This was determined to have been caused by a defective phm keypad. The phm keypad was replaced to resolve this condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this device for the reported issue. This issue is currently being investigated.